Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022. Only event year known: 2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal?

Event description:
It was reported, bleeding after the operation from the site of the anastomosis. Procedure: unknown.

Manufacturer narrative:
(B)(4). Date sent: 03/29/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? - rectal cancer. What surgical procedure was performed? - low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? - yes. Were there any issues experienced with the device in the initial surgical procedure? - no. What healthcare professional fired the device and what is his/her experience with the device? - leading surgeon of the clinic with vast experience of more than 15 years. The launch was carried out by an experienced assistant. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? - n/a. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? - yes. Was the device difficult to close? - no. Was the device difficult to fire? - no. How many counter-clockwise revolutions of the adjusting knob were used to open the device? - ¾ turn. Did the healthcare professional receive audible & tactile feedback when firing the device? - yes. Were the donuts inspected? If so, please describe. - yes, according to instructions. Was a complete transection of the white breakaway washer visually confirmed? - yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. - no, an additional colonoscopic clip was placed on the site of bleeding. How was the post-op bleeding identified? - visually. How many days postoperative was the bleeding identified? - on the 2-3 days. What was the total estimated blood loss (ml)? - n/a. Was a transfusion required? How was the bleeding addressed? - no, a transfusion was not required, an additional colonoscopic clip was applied to the bleeding site. What was the pre and postoperative anti-coagulant and pain management protocol? - n/a. Was the bleeding intraluminal or extraluminal? - intraluminal.